Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A maquet field service engineer investigated the device and was not able to reproduce the error code. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that while in use the arterial master pump on the hl20 had the error code 17 (unexpected error). The customer switched off the pump and began hand-cranking. After two minutes the pump was switched back on and functioned correctly. Internal ref.# 705002543.